Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 288 mg/dl. Troubleshooting was performed. Customer was using duracell new and charged brand. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring is neither damaged nor corroded. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer ran self- test and the insulin passed. Customer will be receiving new battery cap for the first time. Insulin pump will not be returning for analysis.